Manufacturer narrative:
Evaluation of the returned ruby coil revealed kinks on the pusher assembly and offset coil winds near the proximal end of the embolization coil. If the device is forcefully advanced against resistance, damage such as this may occur. During functional testing, resistance was encountered due to the dried blood within the introducer sheath while attempting to advance the ruby coil from its returned position, and the ruby coil could not be advanced at all. Therefore, the functional testing could not be continued. The dried blood inside the introducer sheath was likely incidental to the complaint. The reported resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of resistance. H3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the digestive artery using a ruby coil and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil through the microcatheter the physician experienced resistance. Subsequently, the ruby coil would became stuck and would not advance out of the microcatheter; therefore, the ruby coil was removed. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.